Event description:
It was reported that during a rotator cuff surgery the sutures contained in the anchor broke after the swivelock body was removed. Both anchors remained inside the patient and were not retrieved. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from a different manufacturer. It was necessary to switch the surgical technique to use the anchor from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.